Event description:
Device leaks blood or whatever material is being injected into pt at the proximal end of needle. Hosp uses this device in nuclear medicine to inject radioactive material and any leakage can be quite serious. It looks like the cement holding needle on unit bubbled out and hole is allowing leakage. Hosp found 3 units with holes. (*)